Event description:
Insulin pump lost its pairing to the cgm (contentious glucose meter transmitter) no known reason other than malfunction in the operating software. This was reported to medtronics as they had to trouble shoot incident and get my insulin pump and cgm back to being paired to work. FDA safety report ID# (B)(4).